Manufacturer narrative:
The device was not returned. As the lot number was not reported, as review of the lot history record was unable to be conducted; however, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. A risk assessment review confirmed that the reported stent dislodgement is captured as a foreseeable event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
During a percutaneous coronary intervention (pci) procedure, a cobra pzf nanocoated coronary stent (size unspecified) dislodged. Additional information was requested, but was not provided.

Manufacturer narrative:
Date of event is estimated. The device was not returned. As the lot number was not reported, as review of the lot history record was unable to be conducted. Investigation is not yet complete. A follow-up report with additional relevant information will be provided.

Event description:
During a percutaneous coronary intervention (pci) procedure, a cobra pzf nanocoated coronary stent (size unspecified) dislodged in the patient. Additional information was requested, but has not yet been provided.